Event description:
I recently purchased alcon's clear care hydraglyde contact lens cleansing solution. After the first night of using them (lenses soak in the product overnight and are cleaned), I noticed hazy/cloudy/milky vision when putting the contact lenses in. It was my very first time using this product. I (B)(6) reviews and sure enough, many others have reported the same problem. This issue should require the product to be pulled off the market. Or at the very least, the product should have clear and unequivocal labeling stating that this is a known side effect when using this contact lens cleaning product. (B)(6). I still have the product in my possession: yes. Product was damaged before the incident: no. The product was modified before the incident: no. Document number: (B)(4). Report number: (B)(4). May we include your report, including any documents or photographs that you have attached to your report, but without your name and contacted info, in (B)(6) public database, may we release your name and contact info to the product MFR/importer / private labeler identified in your report? Yes, you may release my name and contact info to the product MFR / importer / private labeler.